Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the interface pcb assembly and the system/interface pcb flex cable assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device locked up during a patient event. After taking an nibp and spo2 reading on the patient, the customer attempted to print the code summary. However, their device became stuck on the setup mode passcode screen. The customer was able to power off the device, later when the device was powered on, the device booted to the setup mode passcode and would not respond to the selector switch. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Physio-control further evaluated the removed interface pcb assembly. It was determined that the cause of the reported issue was due to an electrically shorted integrated circuit (ic) chip, designator u5. The removed battery pins were further evaluated by physio-control. It was observed that the pins were blackened at the base, but there was no damage. It is unlikely that the battery pins contributed to the reported issue. The removed system pcb/interface pcb cable assembly was visually inspected and was found to have two bent pins, designator 83 and 84. It is unknown if the bent pins could have contributed to the reported issue.